Event description:
It was reported when using the bd pyxis¿ medstation¿ es, main drawer was not detected on the bus. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient and they able to remove the medication from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the pockets on the enhanced half height main drawer were off the bus. The field service engineer reseated the retractor band connectors and the row board cable at the drawer controller board. He then released all pockets, removed all debris, and tested the lidsto resolve the issue. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name e1. (B)(6).